Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion and cartridge alarm occurred using multiple cartridges. Customer's blood glucose was 90 and within range additional value not provided. Customer reverted to using insulin pens for insulin therapy.